Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported was seen for a dental visit and it was found that they have gum recession for the first time. The patient provided the records showing the newly onset recession and they had initial conversation with their dentist about it during their last visit as seen in the charting and perio chart they already submitted. The patient was told that should be enough to stop treatment, as moving their teeth could cause the recession to worsen being that it¿s not being managed in person by an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.